Event description:
It was reported that during the procedure, the physician observed in the angiography two small air bubbles as the guidewire was being removed from the microcatheter (subject device) that the physician felt could be due to a hole in the microcatheter shaft. There were no clinical consequences to the patient.

Event description:
It was reported that during the procedure, the physician observed in the angiography two small air bubbles as the guidewire was being removed from the microcatheter (subject device) that the physician felt could be due to a hole in the microcatheter shaft. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Tactile and visual test performed during analysis did not identify any anomalies with the microcatheter's hub or shaft. During functional testing no resistance was encountered during advancement of a mandrel through the catheter's hub and shaft. No leaks were observed from the hub or shaft area during leak test and all device dimensions were found within specifications. Based on review of the device analysis and all information available; the manufacturer has determined that this event no longer meets the equivalent of a reportable event.

Manufacturer narrative:
The physician feels that the small amount of air would not affect the patient.